Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving morphine at an un known concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the patient's pump area was infected and the patient was hospitalized. The date of the event was unknown. At the hospital, the patient was informed that the infection had spread to the area of where the catheter was and that they needed to have the pump explanted. It was indicated that the manufacturer's representative was not aware of any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The patient was hospitalized and given antibiotics to fight off the infection as interventions/actions taken by the physician to resolve the issue. The patient was transported from one hospital to another to have the pump explanted, which was indicated to take place on (B)(6) 2017. It was also stated that surgical intervention was planned and scheduled for (B)(6) 2017 (note this is conflicting with the report that the explant would take place on (B)(6) 2017). It was noted that if the hospital sent the pump in for culture the manufacturer's representative would not have the opportunity to send the pump in for analysis. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the patient status was "alive - no injury" (note this is conflicting with the report that the patient had an infection) but the issue was not resolved. It was indicated that information regarding additional details about what happened to the products relevant to this event was not available for the manufacturer. No further complications were reported.

Manufacturer narrative:
Fdc code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-03. It was confirmed that the explant took place on (B)(6) 2017. It was detailed that the pump and catheter were removed and both were sent from the hospital for culture so the manufacturer's representative was not able to get the pump to send back to the manufacturer for analysis. It was noted that the patient was not implanted with a new pump as the physician would let the patient¿s wounds heal for at least six months and then reconsider what the next step would be at that time. It was stated that the patient would now be following up with their pain physician. It was indicated that the manufacturer's representative had no further information available and that no more information would be available to them. No further complications were reported or anticipated.